Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had issues with the blood glucose levels. Customer's blood glucose value was over 600mg/dl and down to 50mg/dl since wednesday. Customer mentioned about insulin flow block alarm, priming was done and the insulin exited. Customer declined to troubleshoot for high and low blood glucose levels. Insulin pump will not be returned for analysis.